Manufacturer narrative:
Physio-control further evaluated the device but could not duplicate the failure. From the downloaded device data it was observed that the device had powered off during use. The device was repeatedly powered off and manipulated but no discrepancies could be observed. Proper device operation was observed through functional and performance testing. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control service representative that the customer's device powered off 3 times during resuscitation of a patient in cardiac arrest. The device reportedly showed 3/4 battery capacity and "ok" on the display. Intermittently the service wrench icon appeared on the display. There was patient use associated with the reported event; however there was no adverse outcome for the patient reported.

Manufacturer narrative:
Physio confirmed through a review of the electronic data from the device that the reported loss of power occurred. After additional investigation, it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.